Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d, implanted: (B)(6) 2020; 419688 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead superior vena cava (svc) coil impedance was out of range. The svc coil was turned off, and the rv lead remains in use. No patient complications have been reported as a result of this event.